Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient received multiple shocks from the right ventricular lead. The high voltage lead impedance was low. The device was reprogrammed. The patient was stable.